Event description:
Reporter alleged customer obtaining a discrepant blood glucose of 129 mg/dl back to back with a result of 64 mg/dl when testing was performed less than 10 minutes apart on the advantage system. Reporter indicated she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated she self-treated by eating toast with jam. No other actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.